Event description:
Blood glucose device read 100 points greater than the doctor. It was reported customer's meter read 443 mg/dl and the doctor measured 124 mg/dl. Reporter stated being prescribed an oral diabetes medication on previous unscheduled visits for high readings. A request was made for the return of the suspect product and replacement product was sent.